Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was inserted through the port, the device would not go in. Then the device was once clamped (fired), but the jaw could not be opened. Another device was used to complete the procedure. There were no adverse consequences to the pt. Add'l f/u, the device was not on tissue or fired. The device would not reopen after inserted through the trocar.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.